Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. Save to disk review from the latest care link file from (B)(6) 2014 showed normal battery depletion. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The patient was lost to follow up for 5 years. Longevity calculations performed using the last care link file showed that the device was depleting normally and should last approximately another two years at the same programmed values. Five years later the device was completely depleted which would be expected. The device was found to meet specifications for normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 1188t-52 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to a failure to pace from the implantable cardioverter defibrillator (ICD). The patient was externally paced in the ER and a temporary pacing lead was considered until a medical decision could be made by the patient¿s family. The ICD was unable to be interrogated. The device was suspect of being in end of life (eol)/end of service (eos) and had loss of capture. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.